Event description:
Event description boston scientific crm received information that this passive fixation right ventricular lead became dislodged. During the revision procedure, the lead was explanted and replaced with an active fixation model due to patient anatomy. No adverse patient effects were noted.